Event description:
It was reported that a patient underwent a cervical acdf procedure, in which a neptune 3 waste management system was in use. It was further reported that the surgeon may have used the neptune to quantify the patient's blood loss. It was reported that an outcome of the surgery was severe spinal cord injury. The neptune 3 waste management system is not indicated for the use of quantifying blood loss.